Event description:
On (B)(6) 2012 the pt reported the down button of the infusion device does not make a connection. The issue began this morning. He switched to his backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.